Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), hot flush ("hot flashes"), urinary incontinence ("leakage"), nausea ("nausea"), abdominal distension ("bloating"), migraine ("migraines") and pain ("pain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, depression, hot flush, urinary incontinence, nausea, abdominal distension, migraine and pain outcome was unknown. The reporter considered abdominal distension, depression, hot flush, migraine, nausea, pain, pelvic pain and urinary incontinence to be related to essure (ess205). The reporter commented: she need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)"), urinary incontinence ("leakage/ bladder leakage bad") and tooth disorder ("dental problems") in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, menstrual cramps, migraine, headache, nickel sensitivity and obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). In 2007, the patient experienced nausea ("nausea"), irritability ("snappy moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2009, the patient experienced depression ("depression"), anxiety ("anxiety") and tooth disorder (seriousness criterion medically significant). In 2011, the patient experienced urinary incontinence (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), abdominal distension ("bloating"), migraine ("migraines"), abdominal pain upper ("pain"), allergy to metals ("nickel allergy"), hirsutism ("facial hair growth") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder sling/bladder lift). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary incontinence, depression, hot flush, nausea, abdominal distension, abdominal pain upper, irritability, anxiety, headache, tooth disorder, fatigue, weight increased, hirsutism and back pain outcome was unknown, the genital haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, hot flush, irritability, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and urinary incontinence ("leakage/ bladder leakage bad") in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, menstrual cramps, migraine, headache, nickel sensitivity, obesity and vitamin d deficiency. Concomitant products included acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), metoprolol, sertraline and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("pain/pain in my stomach"), irritability ("snappy moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and hirsutism ("facial hair growth"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety") and underwent tooth extraction ("dental problems/dental problems: had to get all teeth pulled"). In 2011, the patient experienced urinary incontinence (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced hot flush ("hot flashes"), abdominal distension ("bloating"), migraine ("migraines"), allergy to metals ("nickel allergy") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder sling/bladder lift) and get dentures, upper teeth pulled. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary incontinence, depression, hot flush, nausea, abdominal distension, abdominal pain upper, irritability, anxiety, headache, tooth extraction, fatigue, weight increased, hirsutism, back pain, vaginal haemorrhage and menorrhagia outcome was unknown, the genital haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, hot flush, irritability, menorrhagia, migraine, nausea, pelvic pain, tooth extraction, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia). Pt for the event tooth disorder was updated to had to get all teeth pulled. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right extends deeply through the cornu into the myometrium'), device expulsion ('partial expulsion / foreign body in uterus'), pelvic pain ('sharp pelvic pain/ pain'), genital haemorrhage ('abnormal bleeding (general)') and urinary incontinence ('leakage/ bladder leakage bad') in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included genital bleeding, menstrual cramps, migraine, headache, nickel sensitivity, obesity, vitamin d deficiency, irregular periods, unspecified inflammatory disease of uterus, excl cervix, urethral hypermobility, cystocele and stress incontinence. Concomitant products included caffeine;paracetamol (excedrin), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), metoprolol, sertraline and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("pain/pain in my stomach"), irritability ("snappy moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and hirsutism ("facial hair growth"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety") and underwent tooth extraction ("dental problems/dental problems: had to get all teeth pulled"). In 2011, the patient experienced urinary incontinence (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), abdominal distension ("bloating"), migraine ("migraines"), allergy to metals ("nickel allergy") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder sling/bladder lift) and get dentures, upper teeth pulled. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic pain, urinary incontinence, depression, hot flush, nausea, abdominal distension, abdominal pain upper, irritability, anxiety, headache, tooth extraction, fatigue, weight increased, hirsutism, back pain, vaginal haemorrhage and menorrhagia outcome was unknown, the genital haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, hirsutism, hot flush, irritability, menorrhagia, migraine, nausea, pelvic pain, tooth extraction, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Current weight 217 lbs. (B)(6) 2017-surgical pathological report: final diagnosis: right and left fallopian tube: intraluminal contraceptive device, consistent with an essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, urinary incontinence, stress incontinence, pelvic pain. Concerning the injuries reported in this case, the following one were reported via medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: medical records received: events: embedded device and device expulsion were added. Concomitant conditions were added. Reporters were added. Patients race information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right extends deeply through the cornu into the myometrium'), device expulsion ('partial expulsion / foreign body in uterus') and pelvic pain ('sharp pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included genital bleeding, menstrual cramps, migraine, headache, nickel sensitivity, obesity, vitamin d deficiency, irregular periods, unspecified inflammatory disease of uterus, excl cervix, urethral hypermobility, cystocele and stress incontinence. Concomitant products included caffeine;paracetamol (excedrin), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), metoprolol, sertraline and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("pain/pain in my stomach"), irritability ("snappy moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and hirsutism ("facial hair growth"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety") and underwent tooth extraction ("dental problems/dental problems: had to get all teeth pulled"). In 2011, the patient experienced urinary incontinence ("leakage/ bladder leakage bad"). In 2012, the patient experienced fatigue ("fatigue/tired to hell") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), abdominal distension ("bloating"), migraine ("migraines"), allergy to metals ("nickel allergy"), back pain ("back pain"), vision blurred ("blurred vision"), retching ("dry heaves"), myalgia ("extreme muscle pain"), muscle spasms ("muscle spasm"), amenorrhoea ("going on 7 months without one"), menstruation irregular ("its 3-4 months in between them/haven't been having periods before"), bladder hypertrophy ("bladder walls are enlarged"), sinus disorder ("sick with sinuses"), ear infection ("ear infection") and multiple allergies ("allergies") and was found to have white blood cell count increased ("white count was up"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder sling/bladder lift) and get dentures, upper teeth pulled. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic pain, urinary incontinence, depression, hot flush, nausea, abdominal distension, abdominal pain upper, irritability, anxiety, headache, tooth extraction, fatigue, weight increased, hirsutism, back pain, vaginal haemorrhage, menorrhagia, vision blurred, retching, myalgia, muscle spasms, amenorrhoea, menstruation irregular, white blood cell count increased, bladder hypertrophy, sinus disorder, ear infection and multiple allergies outcome was unknown, the genital haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, amenorrhoea, anxiety, back pain, bladder hypertrophy, depression, device expulsion, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, headache, hirsutism, hot flush, irritability, menorrhagia, menstruation irregular, migraine, multiple allergies, muscle spasms, myalgia, nausea, pelvic pain, retching, sinus disorder, tooth extraction, urinary incontinence, vaginal haemorrhage, vision blurred, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Current weight 217 lbs. (B)(6) 2017-surgical pathological report: final diagnosis: right and left fallopian tube: intraluminal contraceptive device, consistent with an essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, urinary incontinence, stress incontinence, pelvic pain. Concerning the injuries reported in this case, the following one were reported via medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: social media received. Reporter information added. Events: blurred vision, dry heaves, extreme muscle pain, muscle spasm, going on 7 months without one, its 3-4 months in between them, white count was up, bladder walls are enlarged, sick with sinuses, ear infection, allergies added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right extends deeply through the cornu into the myometrium'), device expulsion ('partial expulsion / foreign body in uterus') and pelvic pain ('sharp pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included genital bleeding, menstrual cramps, migraine, headache, nickel sensitivity, obesity, vitamin d deficiency, irregular periods, unspecified inflammatory disease of uterus, excl cervix, urethral hypermobility, cystocele and stress incontinence. Concomitant products included caffeine;paracetamol (excedrin), fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), metoprolol, sertraline and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain upper ("pain/pain in my stomach"), irritability ("snappy moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and hirsutism ("facial hair growth"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety") and underwent tooth extraction ("dental problems/dental problems: had to get all teeth pulled"). In 2011, the patient experienced urinary incontinence ("leakage/ bladder leakage bad"). In 2012, the patient experienced fatigue ("fatigue/tired to hell") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), back pain ("back pain"), vision blurred ("blurred vision"), retching ("dry heaves"), myalgia ("extreme muscle pain"), muscle spasms ("muscle spasm"), amenorrhoea ("going on 7 months without one"), oligomenorrhoea ("its 3-4 months in between them/haven't been having periods before"), bladder hypertrophy ("bladder walls are enlarged"), sinus disorder ("sick with sinuses"), ear infection ("ear infection") and multiple allergies ("allergies") and was found to have white blood cell count increased ("white count was up"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and bladder sling/bladder lift) and get dentures, upper teeth pulled. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, pelvic pain, urinary incontinence, depression, hot flush, nausea, abdominal distension, abdominal pain upper, irritability, anxiety, headache, tooth extraction, fatigue, weight increased, hirsutism, back pain, vaginal haemorrhage, menorrhagia, vision blurred, retching, myalgia, muscle spasms, amenorrhoea, oligomenorrhoea, white blood cell count increased, bladder hypertrophy, sinus disorder, ear infection and multiple allergies outcome was unknown, the genital haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved and the migraine and alopecia was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, amenorrhoea, anxiety, back pain, bladder hypertrophy, depression, device expulsion, dysmenorrhoea, dyspareunia, ear infection, embedded device, fatigue, genital haemorrhage, headache, hirsutism, hot flush, irritability, menorrhagia, migraine, multiple allergies, muscle spasms, myalgia, nausea, oligomenorrhoea, pelvic pain, retching, sinus disorder, tooth extraction, urinary incontinence, vaginal haemorrhage, vision blurred, weight increased and white blood cell count increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Current weight 217 lbs. (B)(6) 2017-surgical pathological report: final diagnosis: right and left fallopian tube: intraluminal contraceptive device, consistent with an essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, urinary incontinence, stress incontinence, pelvic pain. Concerning the injuries reported in this case, the following one were reported via medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain/ pain"), urinary incontinence ("leakage/ bladder leakage bad"), genital haemorrhage ("abnormal bleeding (general)") and tooth disorder ("dental problems") in an adult female patient who had essure (ess205) (batch no. 620753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding, menstrual cramps, migraine, headache, nickel sensitivity and obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). In 2007, the patient experienced nausea ("nausea"), affective disorder ("snappy moods"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2009, the patient experienced depression ("depression"), anxiety ("anxiety") and tooth disorder (seriousness criterion medically significant). In 2011, the patient experienced urinary incontinence (seriousness criterion medically significant). In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), abdominal distension ("bloating"), migraine ("migraines"), abdominal pain upper ("pain"), allergy to metals ("nickel allergy"), hirsutism ("facial hair growth") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (bladder sling/bladder lift). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, hot flush, urinary incontinence, nausea, abdominal distension, abdominal pain upper, affective disorder, anxiety, headache, tooth disorder, fatigue, weight increased, hirsutism and back pain outcome was unknown, the migraine and alopecia was resolving and the genital haemorrhage, allergy to metals, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain upper, affective disorder, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hirsutism, hot flush, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Current weight 217 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information and lot number was added. Preferred term of event pain was updated from pain to abdominal pain upper. Events added: snappy moods, abnormal bleeding (general), anxiety, headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, facial hair growth, back pain. Outcome of events were updated. Concomitant diseases and lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.